Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon had difficulty with tracing, but after completing point merge they got a really good registration metric. They were 4mm inaccurate on the skull-base in the superior direction, when they were tracking posterior they felt it was very accurate. They only felt inaccurate on the skull-base. The trace pattern was reviewed by technical services (ts) and were found to be sufficient. Ts sent general recommendations for future cases and to measure inaccuracies in the future. The site has had numerous successful cases since. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.